Manufacturer narrative:
Based upon the new information received, this would not meet the criteria for a reportable event as the coils successfully detached using the manual detachment method. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that confirming this coil did not detach with an instant detacher but detached successfully by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use).

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried to detach the coil three times with first instant detacher, one time with second instant detacher and one time with manual method but coil did not detach. No patient injury was reported.